Event description:
A caller reported that the adc device would not power on with either button press or test strip insertion. As the customer was unable to use reader to monitor glucose, the customer subsequently became hypoglycemic with seizure and loss of consciousness. The customer's partner provided treatment of glucagon injection, and customer was then able to consume juice and food. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre reader were reviewed, and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Code 4756 appropriate term/code not available was used in h6 (component code), as the complaint was confirmed to poor soldering of the mcp. Reader (b(4) has been returned and investigated. Visual inspection has been performed on the returned reader and no issues were observed. The reader did not power on with the button, strip, or universal serial bus (usb) cable insertion. The returned reader was connected to a computer and the reader was not recognized. Visually inspected the usb/charging cable and no issues were observed. Date and time was set using on a known good reader when used with the returned cable. The reader was further investigated and de-cased. Battery voltage was measured to be outside of specification. Placed returned reader into the reader printed circuit board assembly (pcba) test fixture and applied pressure to the central processing unit (cpu). The reader did power on when pressure was applied to the cpu and the battery was observed to be charging. An extended investigation was also performed on the reader. Performed a visual inspection on the returned reader and no issues were observed. The returned battery again measured outside of specifications. The battery was replaced with a known good battery and the reader did not power on. Pressure was then applied to the microcontroller processor (mcp) while in the test fixture and the reader powered on. Therefore, this issue is confirmed due to poor soldering of the mcp. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported that the adc device would not power on with either button press or test strip insertion. As the customer was unable to use reader to monitor glucose, the customer subsequently became hypoglycemic with seizure and loss of consciousness. The customer's partner provided treatment of glucagon injection, and customer was then able to consume juice and food. There was no report of death or permanent injury associated with this event.